Event description:
Customer reported that the reserovir was wet at the bottom and in the reservoir compartment. Customer also reported that she had high blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.